Manufacturer narrative:
The customers reported issue that the safety clamp was not working, resulting in the free flow of a specified drug into a patient, was confirmed through functional testing. The pcu event log recorded that pump alarmed with infusor flo stop open (safety clamp open) when the pcu was powered on at 3:00 pm on 07 on (B)(6) 2019. Alarm ran at duration of ~5 seconds then the silence key was selecte. There were no programmed infusions on the pump module on the date of the reported event. The pump module was recorded to have been removed from the system approximately 2 minutes later. Test results showed closing the door with the broken sear resulted in the pump module alarming for safety clamp open and message ¿safety clamp open/close door¿ scrolling on the message display. Opened the door with the broken sear and found it was not closing the safety clamp on the administration set as intended, which resulted in the free flow of fluid to occur when the roller clamp was not closed. Temporary replacement of the broken sear resolved the problem with the safety clamp not closing when the door was opened. The probable cause of the customer¿s reported experience of the safety clamp fitment not working, which allowed a specified drug to free flow into a patient, was found to be the separated sear on the door latch assembly of the pump module. The root cause of the broken sear was not determined during this investigation.

Event description:
It was reported that the pump channel safety clamp fitment did not work and allowed phenylephrine hcl to free flow into the patient. There was no harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the pump channel safety clamp fitment did not work and allowed phenylephrine hcl to free flow into the patient. There was no harm.